Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on august 24, 2020, that a wallflex biliary rx fully covered stent was implanted to treat a 6cm stenosis in the distal bile duct due to pancreatic cancer during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. Reportedly, patient's anatomy was not dilated prior to stent placement. According to the complainant, during the procedure, when beginning to deploy the stent, the position of the stent had shifted away from the stenosis. Reportedly, the stent could not be retracted into the outer sheath and 1.5 cm of the distal end of the stent was left deployed. The stent was fully deployed and the stent fully covered the target stenosis in spite of slight misalignment at the upper end of the stent. Reportedly, the physician was comfortable leaving the stent implanted and the procedure was completed. There were no patient complications reported as a result of this event.